Event description:
The reporter indicated that a 12.6mm vicmo 12.6 implantable collamer lens of -15.50 diopter was implanted into the patients right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was removed due to cataract. Patient had a cataract surgery with pseudophakic iol implantation.

Manufacturer narrative:
Health effect 4625: patient had a cataract surgery with pseudophakic iol implantation. H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).